Event description:
Pt went in for exploratory lap and aaa repair on 2-27-95. The surgeon later reported to the family that the inferior vena cava was torn during the procedure, the pt developed shock and was transfused. During recovery in pacu, the pt was diagnosed in dic and was later returned to surgery for complications from same and died the following day. The surgeon indicated to the family that he suspected a mfg defect in the graft material for causing the initial delay in clotting of the graft during the procedure. The family later discovered that the surgeon had not pre-clotted the graft as per MFR's instructions. The rptr finds no fault with the device but suspects malpractice and is concerned that the user facility has not reported the incident to the MFR or the FDA. The rptr has been in contact with the MFR who cannot accept his telephone report of his mother's death as the user facility only notified them of the implantation.